Event description:
New information received notes that the patient presented remotely. The patient was called for programming changes, and the patient was stable and asymptomatic.

Event description:
It was reported that a patient presented with post-sensed t-was over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding interventions or adverse patient consequences were reported.